Event description:
It was reported that during mapping of the left superior pulmonary vein, the user felt some resistance during removal. Once the catheter was removed, the user noticed a small piece of tissue attached to the tip of the catheter. It was reported that the event required no medical intervention, however, extended hospital stay was required. Prognosis of the patient was reported to be satisfactory. It was reported that the catheter was resterilized and reused.

Manufacturer narrative:
The IFU under precautions state "do no resterilize and reuse".